Event description:
The clinician alleges that the oxygen tubing came out of the resuscitator housing as they were preparing to use it for a code. Another resuscitator was obtained and there was no pt compromise.